Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this product is part of a system revision due to infection. This device was explanted. No additional adverse patient effects were reported.